Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad, one in the lcma and one in the rca. Approximately 26 days post index procedure, patient suffered from melena. Gastroscopy done. Resulted one nodular indurated at the anastomosis. Event was treated with blood transfusion. Investigator assessed that the event was not related to index device, but causally related to antiplatelets medication. Patient is recovering. Patient was on dapt (clopidogrel and asaflow).

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the bleeding event as barc 3b. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: ae term updated to gastrointestinal bleeding. Sponsor assessed event is not related to device but possibly related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.